Event description:
(B)(6) study. It was reported that left axis deviation, left bundle branch block (lbbb) and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed complete heart block. Per edc, ultrasound, electrocardiogram (EKG) were performed as a diagnostic procedure for the event. As a result, the event lead to prolonged hospitalization. At the time of reporting, the event was considered to be not recovered. One day post index procedure, the subject was noted with left axis deviation. Electrocardiogram (ECG) was performed as a diagnostic for the event. At the time of reporting, the event was considered to be not recovered. Two days post index procedure ECG revealed left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered.